Event description:
It was reported that the patient presented for the implant procedure. During the procedure, the ventricular lead failed to be removed from the pacemaker. The pacemaker and lead was explanted and the pacemaker was replaced. The patient was stable.